Event description:
The patient had no response from the device at initial stimulation. The patient was seen by a company representative for device evaluation. Testing performed confirmed that the device was functioning. Programming recommendations were made. Pe tubes were reportedly placed thirty-five days later. The patient continues to be monitored by the center.